Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced adhesions, hernia recurrence and mesh contraction. Post-operative patient treatment included removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced pain, bulging, urinary tract infection, hematoma, inflammation, obstruction, perforation, infection, inability to heal, disfiguration of abdomen, chronic open wounds, bruising, itching, depression, anxiety, swelling, scar tissue, constipation, sores under abdomen, diverticulitis, adhesions, hernia recurrence and mesh contraction. Post-operative patient treatment included removal surgery, medication, wound vac placement, laparoscopic adhesiolysis, laparoscopic reduction of hernia, laparoscopic mobilization of left colon, hand assisted pelvis dissection, sigmoidectomy, hernia repair with new mesh, and excision of cicatrix.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h6 (patient codes, imf codes, device code, ime e2402: "sores under abdomen, diverticulitis"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.